Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device would not interrogate and the green lights would not illuminate on the programmer head. It was also reported that there was no magnet response. The device is still in use. No patient complications have been reported as a result of this event.